Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening and brown/white particles. A leak test was performed and found an opening on the posterior side. A microscopic analysis was performed which identified a sharp opening on the posterior side and a non-penetrating nick in the posterior side. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is bo blockage. Based on the device analysis the final assessment is a sharp opening in the posterior side due to an unidentified (tear) opening and non-penetrating nicks in the posterior side.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.